Event description:
It was reported that the right-atrial (ra) lead and the right-ventricular (rv) lead exhibited failure to capture, failure to sense and had dislodged which was confirmed via x-ray imaging. As a resolution the ra and rv leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, and failure to sense could not be confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood. The measured full helix extension length was within product specification. X-ray examination and electrical testing found no anomalies.